Manufacturer narrative:
This value is the average age of the patients in the ¿fast track¿ group reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients in the ¿fast track¿ group reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patients¿ indication for use was not provided in the published literature. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Martin, n., valero, r., hurtado, p., gracia, I., fernandez, c., rumia, j., valldeoriola, f., carrero, e.j., tercero, f.j., deriva, n., fabregas, n. Experience with "fast track" postoperative care after deep brain stimulation surgery. Neurocirugia (asturias, spain). 1130;2016 mar 19. Doi:10.1016/j.neucir.2016.02.004 summary: a 24-h-stay in the post-anesthesia care unit (pacu) is a common postoperative procedure after deep brain stimulation surgery (dbs). We evaluated the impact of a fast-track (ft) postoperative care protocol. Reported events for fast track group: one (1) patient with a deep brain stimulation (dbs) system developed a slight (4/5 grade) left hemiparesis that was diagnosed during the first clinical exploration after being transferred to the conventional ward (~6 h post-implant). It was noted that CT or MRI results showed minimal bleeding along the right electrode. This patient reportedly still presented with a 4/5 left hemiparesis as a long-term stable deficit at the time of article publication. Two (2) patients undergoing stage 1 implant experienced intraoperative hemiparesis. These patients were admitted to the intensive care unit after the intervention (the intervention performed was not provided). A left pallidal hematoma was confirmed on postoperative CT scans. One (1) patient with a dbs system developed right hemiparesis that was diagnosed 48 hours after implant surgery. CT or MRI results showed a hematoma along the left electrode. One (1) patient with a dbs system experienced seizures after implant surgery. One (1) patient with a dbs system developed agitation, bradypsychia, and left spatial negligence five days after implant surgery. CT or MRI results showed a hematoma along the right electrode. This patient had fully recovered from their motor impairment at the time of article publication.